Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond sutures, caused or contributed to: wound infection, wound edge necrosis and antibiotics? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used ethibond sutures?

Event description:
It was reported in a journal article that the patient underwent an arthroscopic reconstruction of anterior cruciate ligament procedure between (B)(6)2013 and (B)(6)2015 and the suture was used for quadrupled semitendinosis autograft. During the graft loading and passage, the suture leading suture loop was passed through the accessory medial portal and out laterally. This retrieved out of the tibial tunnel. The prepared graft was passed over the suture. Following the procedure, the patient possibly experienced a wound infection of the graft site occurred, which resolved after regular dressing, rest, and antibiotics. It was possible that the patient experienced a wound edge necrosis at the graft site. Additional information has been requested.